Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient had a non union of tuberosities. Converted to reverse. Upon revision the fracture body was found to be stripped and would not disengage with the unite driver. The proximal body was removed with a metal cutting bur to remove the head of the locking screw.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed thread damage. Due to the condition of the complaint sample no conclusions could be drawn about whether the threads are stripped as reported. Associated complaint (B)(4) includes the screwdrivers that were used in the reported event. In the investigation of those screwdrivers, it was found that they were not stripped and were fully operational. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).